Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The universal drill guide (udg) was rep laced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the universal drill guide (udg) was damaged in sterile processing department (spd). The manufacturer representative (rep) indicated that the drill guide was damaged during sterile processing and the rep thought that the site tried to take the guide apart. The site reportedly pulled the canula out of the drill guide when trying to disassemble the guide to clean it.